Manufacturer narrative:
(B)(4). Upon follow up it was reported on the same day as the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. Apd (automated peritoneal dialysis) therapy remained ongoing. Twelve days after the admission, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by shakes, chill and fever. The cause of the peritonitis was unknown. It was reported the patient was hospitalized in the intensive care unit for the event. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. At the time of this report, the patient was recovering from this peritonitis event. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.